Manufacturer narrative:
Technical services discussed troubleshooting techniques to attempt when the patient is in clinic. The available information suggests this device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was later explanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited noise on the right ventricular rate/sense channel. Tee noise was oversensed and result in nonsustained ventricular tachycardia episodes. Review of one episode revealed pacing was inhibited for less than one second, however the patient's intrinsic rate came through and was sensed appropriately. A variance in pacing impedance measurements were also noted, ranging from 400 ohms to 1,200 ohms. Most recently the pacing impedance measurements have been around 800 ohms with intermittent readings near 500 to 600 ohms. No inappropriate therapy has been delivered due to the noise and all other diagnostics are acceptable. No adverse patient effects were reported.